Event description:
The patient reported they were having a return of symptoms which prompted them to try to increase stimulation. The patient stated they could decrease the stimulation setting but not increase it. It was noted the device was powered off. It was later reported the patient had a loss of therapeutic effect. It was stated the patient had their device removed not because of battery depletion but because the patient complained of only getting benefit for the first several months. It was noted the patient was unable to continue getting benefit despite attempts at programming or adjusting and eventually they just turned the implant off. Reportedly, the patient¿s lead was left in.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3889-28, lot# v075305, implanted: (B)(6) 2009, product type: lead. Product ID: 3889-28, lot# v075305, implanted: (B)(6) 2009, product type: lead. (B)(4).